Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: the pump was returned with the bolus button torn. The bolus button responds normally to user inputs. Unrelated to the original complaint, the screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2019. There was no indication that the product caused or contributed to an adverse event.